Event description:
It was reported pt was implanted with a lead at t9-t10 and ipg for lower back and left leg pain and that the doctor has MRI's performed on all pts beforehand to assess canal size. Post implant pt stated he could not feel legs bilaterally. Pt could move right leg but could not move left leg. It was reported that system was explanted later that night. The system was not returned to ans for evaluation. Follow-up found pt is doing fine and has regained both feeling and movement in his legs.

Manufacturer narrative:
Evaluation: device history record and sterilization records were reviewed, no anomalies noted. Results: all records reviewed were found to meet specifications. Ans, inc. Has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans, inc. Defers to the pt's physician regarding medical history.